Event description:
It was reported that during a moderately tortuous mid left anterior descending artery stenting procedure, during pre-dilatation of the heavily calcified lesion, the voyager nc balloon ruptured on the second inflation at 12 atmospheres (atm). The procedure was continued with a non-abbott balloon without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.